Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the femoral cr impactor pad exhibits signs of repeated use (nicked and gouged) and it has a piece fractured from the corner. All pieces were not returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with overload failure or low cycle fatigue culminating in the overload failure. Visually verified product identifiers. Part and lot information verified from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The reported event is confirmed from provided picture and product return. The root cause of the reported issue was due to repeated use of this instrument over 5+ years field life; which causes wear and tear to the instrument and led to fracture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor broke when impacting femoral component. No patient impact was reported. The case was completed with the instrument and a secondary impactor.